Event description:
The patient was implanted with a left ventricular assist device. While at the clinic the system controller data log files were reviewed and several low voltage advisories were noted, as well as a low speed advisory with a drop in speed to 5780rpm. The patient stated that the low voltage advisories occurred while connected to the patient cable, however, the patient cable was new. There were also many low voltage advisories seen in the log while connected to battery power. The driveline appeared to be in good condition. The patient was asymptomatic. The patient returned to the clinic an unspecified time later with continued low speed advisories and pump stop alarms. The alarms were able to be recreated by manipulating the driveline. A percutaneous lead (driveline) repair was completed on (B)(4) 2015.

Manufacturer narrative:
Approximate age of device: 2 years and 6 months. A portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation - the report of low speed alarms and pump stoppages was confirmed with the evaluation of the returned portion of the percutaneous lead. A section of the percutaneous lead approximately 5.5 inches long was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the metal connector. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the black wire insulation at the metal connector. The exposed conductors of the black wire would have allowed a short to shield via the braided shield while the system was operating on the power module. The short would have resulted in the reported low speed alarms and pump stoppages. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.